Event description:
Diffuse dilatation of small bowel loops [intestinal dilatation], seprafilm-induced sterile peritonitis [noninfectious peritonitis], paralytic ileus [ileus paralytic], intra abdominal substantial fluid collection beneath the wound [localized intraabdominal fluid collection]. Case description: literature-spontaneous report was received on (B)(6) 2012 from a physician regarding a female patient (age not provided), initials unknown. This report was from a literature article entitled "laparoscopic management for seprafilm-induced sterile peritonitis with paralytic ileus: report of 2 cases". The patient's medical history was not provided. On an unspecified date, the patient underwent caesarean section followed by application of seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane. The lot number for seprafilm was not provided. On an unspecified date, the patient experienced seprafilm-induced sterile peritonitis with paralytic ileus. The patient developed symptoms that mimicked intra-abdominal abscess formation after the surgery. An abdominal CT scan was performed three days after surgery, showed substantial fluid collection beneath the wound and diffuse dilatation of small bowel loops. Abdominal CT scan was again performed 9 days after surgery that showed fluid collection beneath the previous laparotomy wound and dilatation of bowel loops. Laparoscopic examination, performed on an unknown date revealed only gel-like hydrated seprafilm without any evidence of infection. The patient's abdominal cavity was thoroughly irrigated and seprafilm residue was completely removed following which the patient recovered uneventfully. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between seprafilm and all the events as possible. This is 1 of 2 cases from the same reporter. The total list of cases from this report is (B)(4).